Event description:
Information received indicates the casters continue to swivel after the brake is activated.

Manufacturer narrative:
The technician replaced the worn brake casters to repair the stretcher.